Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 2 days ((B)(6) 2025 per time stamp). The backup battery fault alarm was active from the beginning of the log file on (B)(6) 2025 at 06:28:27 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The battery was reseated at 12:40:47; however, the alarm did not resolve. The alarm lasted through the remainder of the file. The driveline was disconnected on (B)(6) 2025 at 13:07:12 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 29oct2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery (bub) faults that did not stop despite re-seating the bub and exchanging the bub. The system controller battery slot had significant amounts of grime and dog hair present. It was wiped down, but the alarms still persisted. The controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.